Event description:
Initial report stated: "radiopaque sheath tip broke off and embolized in right middle pulmonary artery."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Returned sample consistent with ro tip fracturing. Ro to sheath bond is present. Remaining ro material felt brittle. The root cause is that a force applied to tip segment exceeds material strength causing the ro tip to fracture. Thomas medical products issued a recall for the safesheath csg product line on december 23, 2009.